Event description:
It was reported that bd ultra-fine¿ nano insulin pen needle had no insulin flow during priming and leaked insulin. The following information was provided by the initial reporter: material no: 320883, batch no: unknown. It was reported the needles not working the consumer put on a new needle on her pen and insulin came out. Verbatim: I have been using these pen needles for over 5 years and continue to have the same problem over and over again with the needles not working. I thought you would appreciate a little levity. Just once, just once I would like to shout I put on a new needle on my pen and insulin came out! Why oh why do I have to try 3 new needles to find one that works? Is this a an issue for the qc manager or maybe the qc clerk? We are not talking about just 1 or 2 boxes of half bad product this is 5 years of me regularly cussing every day at needles that have to be chucked I cannot imagine I am the only complaint you have received, but I'll bet a poem, you never expected from someone so peeved.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that bd ultra-fine¿ nano insulin pen needle had no insulin flow during priming and leaked insulin. The following information was provided by the initial reporter: material no: 320883, batch no: unknown. It was reported the needles not working the consumer put on a new needle on her pen and insulin came out. Verbatim: I have been using these pen needles for over 5 years and continue to have the same problem over and over again with the needles not working. I thought you would appreciate a little levity. Just once, just once I would like to shout I put on a new needle on my pen and insulin came out! Why oh why do I have to try 3 new needles to find one that works? Is this a an issue for the qc manager or maybe the qc clerk? We are not talking about just 1 or 2 boxes of half bad product this is 5 years of me regularly cussing every day at needles that have to be chucked I cannot imagine I am the only complaint you have received, but I'll bet a poem, you never expected from someone so peeved. F.10. Device codes: 1399.

Event description:
It was reported that bd ultra-fine¿ nano insulin pen needle leaked insulin. The following information was provided by the initial reporter: material no: 320883, batch no: unknown. It was reported the needles not working the consumer put on a new needle on her pen and insulin came out. Verbatim: I have been using these pen needles for over 5 years and continue to have the same problem over and over again with the needles not working. I thought you would appreciate a little levity. Just once, just once I would like to shout I put on a new needle on my pen and insulin came out! Why oh why do I have to try 3 new needles to find one that works? Is this a an issue for the qc manager or maybe the qc clerk? We are not talking about just 1 or 2 boxes of half bad product this is 5 years of me regularly cussing every day at needles that have to be chucked I cannot imagine I am the only complaint you have received, but I'll bet a poem, you never expected from someone so peeved.

Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported that bd ultra-fine¿ nano insulin pen needle leaked insulin. The following information was provided by the initial reporter: material no: 320883, batch no: unknown. It was reported the needles not working the consumer put on a new needle on her pen and insulin came out. Verbatim: I have been using these pen needles for over 5 years and continue to have the same problem over and over again with the needles not working. I thought you would appreciate a little levity. Just once, just once I would like to shout I put on a new needle on my pen and insulin came out! Why oh why do I have to try 3 new needles to find one that works? Is this a an issue for the qc manager or maybe the qc clerk? We are not talking about just 1 or 2 boxes of half bad product this is 5 years of me regularly cussing every day at needles that have to be chucked I cannot imagine I am the only complaint you have received, but I'll bet a poem, you never expected from someone so peeved. Medical device brand name: bd ultra-fine¿ nano insulin pen needle. Medical device catalog #: 320883. Unique identifier (UDI) #: (B)(4). PMA/510(k)#: k162516.

Event description:
It was reported that bd ultra-fine¿ nano insulin pen needle had no insulin flow during priming and leaked insulin. The following information was provided by the initial reporter: material no: 320883. Batch no: unknown. It was reported the needles not working the consumer put on a new needle on her pen and insulin came out. Verbatim: I have been using these pen needles for over 5 years and continue to have the same problem over and over again with the needles not working. I thought you would appreciate a little levity. Just once, just once I would like to shout I put on a new needle on my pen and insulin came out! Why oh why do I have to try 3 new needles to find one that works? Is this a an issue for the qc manager or maybe the qc clerk? We are not talking about just 1 or 2 boxes of half bad product this is 5 years of me regularly cussing every day at needles that have to be chucked I cannot imagine I am the only complaint you have received, but I'll bet a poem, you never expected from someone so peeved.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle leaked insulin. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported the needles not working the consumer put on a new needle on her pen and insulin came out. Verbatim: I have been using these pen needles for over 5 years and continue to have the same problem over and over again with the needles not working. I thought you would appreciate a little levity. Just once, just once I would like to shout I put on a new needle on my pen and insulin came out! Why oh why do I have to try 3 new needles to find one that works? Is this a an issue for the qc manager or maybe the qc clerk? We are not talking about just 1 or 2 boxes of half bad product this is 5 years of me regularly cussing every day at needles that have to be chucked I cannot imagine I am the only complaint you have received, but I'll bet a poem, you never expected from someone so peeved.